Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient is showing a tendency to improve, there is no longer any speech alteration, she is no longer suffering from plegia, the upper extremity is mobilized with muscular strength of 4/5 and the right lower extremity is mobilized with muscular strength of 3/5.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a patient with ped3 pipeline vantage had complications. The healthcare provider (hcp) reports an event that occurred several days after performing intracranial vessel occlusion with a flow-diverting stent in the left middle cerebral artery on (B)(6) 2023, which was performed without complication. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the left middle cerebral artery with a max diameter of 3mm and a 3.5mm neck diameter. The landing zone was 2.5mm distally and 2.3mm proximally. It was noted the patient's vessel tortuosity was normal. The patient is alive with injury. The pipeline was used for an approved indication. The pipeline and any accessories were prepared as indicated in the IFU. Below is information reported by the clinic: reason for consultation: on (B)(6) 2023 the patient attended a review consultation with adequate evolution and adherence to antiplatelet treatment. On (B)(6) 2023 the patient was admitted with an episode of paresthesias in the right lower limb 5 days ago and 3 days ago with weakness in the right hemibody and dysarthria, associated with nausea, for which they consulted the emergency room, nihss 8, tomography and MRI evidence of st occlusion with early subacute ischemic lesion in the left periventricular and lenticular region, it was discussed with a neuroradiologist who accepts for management at the institution, neurology leaves an outpatient management plan (asa and ticagrelor, thrombus prophylaxis, lev, physical therapy and language ). On (B)(6) 2023, a control panangiography was performed: wide-necked left middle cerebral aneurysm treated with a flow-diverting stent, permeable stent with intimal hyperplasia, transition zone in segment m1 at the stent implantation site generating "fish mouth" dural fistula from the right greater middle meningeal connecting to a parasagittal cortical vein that drains in isocurrent to the superior longitudinal sinus, there are no aneurysmal dilatations, mild focal cortical vein reflux, cognard iib, finding for follow-up and subsequent management. Analysis: stent with significant modification in its proximal anatomy, now de novo with partial closure of the proximal end, generating a "fish mouth"; and intimal hyperplasia, with secondary stroke, requires correcting this de novo mechanical defect by implanting a conventional stent, order is generated and supplies are requested. Evolution: 50 year old female. Postoperative implantation of conventional stent intra stent flow diverting left middle cerebral artery 01/sept partial closure of the proximal end of stent plus intimal hyperplasia intra stent "fish mouth" ischemic stroke territory left middle cerebral artery nihss 7 toast partial stent occlusion ((B)(6)). The patient reports feeling better, with a slight increase in strength. The patient denies dyspnea and headache. Status at discharge: neurological glasgow 15/15, calm and cooperative, without swallowing disorder, obeys simple orders with mobility of the left hemibody with good muscle strength, right upper limb hemiplegia and right lower limb hemiparesis 3/5, reactive isochorism, without seizures. Acceptable general conditions, aware, oriented; blood pressure 116/67 mmhg, heart rate 66 bpm, respiratory rate 18 rpm, oxygen saturation 93% ambient; moist mucosa, pink conjunctivae; rhythmic heart sounds without murmurs, ventilated lungs without aggregates; soft, depressible abdomen, no pain, no masses; extremities: paresis in upper and lower right limb. Symptom summary: on (B)(6) 2023, control panangiography was performed: left middle cerebral wide-neck aneurysm treated with a flow-diverting stent, permeable stent with intimal hyperplasia, transition zone in segment m1 at the stent implantation site generating "fish mouth" dural fistula from the right greater middle meningeal connecting to a parasagittal cortical vein that drains in isocurrent to the superior longitudinal sinus, there are no aneurysmal dilatations, mild focal cortical vein reflux, cognard iib, finding for follow-up and subsequent management. Analysis: stent with significant modification in its proximal anatomy, now de novo with partial closure of the proximal end, generating a "fish mouth"; and intimal hyperplasia, with secondary stroke, requires correcting this de novo mechanical defect by implanting a conventional stent, order is generated and supplies are requested. Postoperative implantation of conventional stent intra stent flow diverting left middle cerebral artery 01/sept partial closure of the proximal end of stent plus intimal hyperplasia intra stent "fish mouth" the patient was hospitalized for 1 week. The patient had a permanent injury of tomography and brain resonance evidence st occlusion with early subacute ischemic lesion in the left periventricular and lenticular region. Angiographic result post procedure was satisfying.